Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's lead implant surgery (reference MFR. Report# 1627487-2015-08430) on (B)(6) 2015 the physician was unable to place the scs lead at the intended position as a result unintended stimulation occurred. The procedure was extended for about an hour before the lead was pulled and the procedure was abandoned. Device UDI is unknown at this time.